Event description:
Lead was removed when the entire system was removed due to a possible infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).